Event description:
The customer reported differences in their sensor glucose readings versus their blood glucose readings. Sensor glucose reading 50, blood glucose reading 180mg/dl. It was also reported that the customer had an issue with bant cannulas. Troubleshooting occurred. No additional information was provided

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing however, found the sensor was received with a bent cannula; unable to confirm if the customer received the sensor in said condition due to the customer returned opened and used. Unable to confirm adhesive anomaly due to the sensor was returned opened and used also. Unable to confirm blood at the insertion site complaint due to the insertion needle was not returned.